Event description:
It was reported that the surgery time was extended.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was not returned. Therefore, no dimensional inspection was completed. Per the engineering investigation, the tibia was over segmented on the proximal and posterior tibia, mostly along the eminence and lateral condyle areas. The over segmentation has the potential for block fit issues which can lead to alignment problems. The tibial alignment appears to have too much external rotation built into it. The excessive external rotation allows for a best fit scenario of the implant onto the resected bony surface, but does not allow for optimal rotation placement. The rotational change does not indicate direct varus/valgus misplacement on the visionaire model. Therefore, it is unclear exactly how the intraoperative alignment ended up in extra varus with the drop rod pointing towards or beyond the 5th metatarsal. One point that could contribute to the poor intra-op alignment is that it was not very clear when the actual surgery date occurred. It is possible that the patient's anatomy had changed enough to throw off the alignment during the time between the date imaged and the delayed surgery date, a timeframe of (B)(6) 2012, which is very near the expiration date of the images. As a result of the investigation, there was not enough information to draw a conclusion to the root cause; therefore, no root cause could be found after evaluation.